Event description:
It was reported that patient reported pain at site of plate placement. X-ray revealed a non-union at the fracture site and broken plate. The x-rays suggest that the break was due to stress at the fracture site. All screws were intact. Plate and screws removed. The original implant surgery was done 5 to 6 months prior to removal. Hardware was replaced with another plate, 5 screws and 4 cables. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was completed on 09/11/2013. Manufacturing evaluation performed; the report states that four (4) unknown screws, identified as part of the 214.014 family, were returned with a broken plate. All of the screws have small scratches on the heads and one screw head is discolored on the underside. None of the screws are broken. Due to an unknown cause the plate, into which the screws are mounted, broke. All four of the screws conform to material, thread major diameter and length. The instruments conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The plate was manufactured on 3/16/2011 and is nearly 2 years old.

Event description:
This is report 2 of 2 for (B)(4).